Event description:
A hill-rom technician received a report from the account stating the patient positioning module would not set. The bed was located in med surg 2. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found all the patient positioning module mode indicators flashing. The bed's scale had been zeroed with the patient on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve this issue. The technician thoroughly tested the patient positioning module and it functioned as designed. No repair was required. This was caused by user error. Based on this info, no further action is required.